Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as itchy broken skin under the electrodes. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.